Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction was unable to be confirmed through this evaluation. Review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the reported alarms was unable to be determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained events from (B)(6) 2025. Low flow hazard alarms were captured throughout the file and were associated with elevated average pulsatility index (pi) values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. It was reported that the patient was admitted and presented with chest pain and continuous low flows despite an initially low mean atrial pressure and fluid resuscitation. Mean atrial pressure then increased. It was reported that upon arrival, the patient¿s hematocrit was decreased which resolved the low flows. It was also reported that the patient was being worked up for outflow graft obstruction and were to obtain an echocardiogram and chest computed tomography to further investigate the etiology of the low flow alarms. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow and pulsatility index (pi). In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was implanted with the heartmate 3 and was now admitted. The patient presented with chest pain and continuous low flows despite initially low mean atrial pressure (map) of 60-65 (now at map of 80-85) and fluid resuscitation. When arrived, the hematocrit (gct) was dropped to 20% which resolved the low flows. The patient was on a low flow system controller. It was said they were getting the patient ready for the outflow graft obstruction (ofgo). The echocardiogram (echo) and chest computed tomography (CT) was obtained to further investigate the etiology of the low flow alarms. The log files captured low flow events on (B)(6) 2025. The calculated flow appeared to have fluctuated below the alarm threshold of 2.0 lpm during the events. The log file contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) was dynamic and elevated.

Manufacturer narrative:
A4 - patient weight was not provided by the customer no further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.